Manufacturer narrative:
Device retained by user.

Event description:
A physician reported that a patient was revised to address a fractured xia screw approximately eight years after the device was implanted.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A physician reported that a patient was revised to address a fractured xia screw approximately eight years after the device was implanted.